Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) deflated during pullback, and the entire device was removed with the sheath. The device was inserted, the balloon was inflated, the indicator showed inflation, and the balloon was locked. During pullback, the balloon was observed to be deflated, and the indicator was no longer extended and showed white/black/white. Hemostasis was achieved with manual compression, with a duration of less than 30 minutes. There was no reported patient injury. The user was trained on the device. The sheath introducer used was reported as not applicable. The balloon lost pressure after being pulled to the arteriotomy. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal, including no visible damage to the distal end. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. Vessel tortuosity was reported as none. The product was stored as per labeling and was prepared properly prior to use; it was opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f¿12f mynx control venous vascular closure device (vcd) deflated during pullback, and the entire device was removed with the sheath. The device was inserted, the balloon was inflated, the indicator showed inflation, and the balloon was locked. During pullback, the balloon was observed to be deflated, and the indicator was no longer extended and showed white/black/white. Hemostasis was achieved with manual compression, with a duration of less than 30 minutes. There was no reported patient injury. The user was trained on the device. The sheath introducer used was reported as not applicable. The balloon lost pressure after being pulled to the arteriotomy. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal, including no visible damage to the distal end. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. Vessel tortuosity was reported as none. The product was stored as per labeling and was prepared properly prior to use; it was opened in a sterile field. One non-sterile mynx control venous closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in the manufactured position and partially exposed. Regarding the sealant sleeve condition, a split was observed. Additionally, an 8f cordis avanti catheter sheath introducer was returned inserted into the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length was attempted; however, it could not be performed due to the split condition observed on the sealant sleeve. Additionally, due to the condition mynx control system ¿ deployment difficulty ¿ premature observed during the evaluation, the catheter working length was verified and found to be within specification. An attempt to perform an inflation/deflation test was made; however, it could not be completed due to a pinhole in the balloon, which caused leakage and prevented completion of the evaluation. Additionally, due to the condition mynx control system ¿ deployment difficulty ¿ premature observed during the evaluation, a simulated deployment test was performed to assess functionality. The unit functioned as intended, with successful sealant deployment and balloon retraction. The tension indicator was aligned by pulling in the distal direction, and the distal tip, along with button 1 and button 2, were actuated following the instructed sequence. A high magnification microscopic evaluation was performed to assess the balloon surface. During this analysis, a pinhole was identified, which is consistent with the leakage observed during the inflation attempt. The exact cause of the pinhole could not be determined based on the available evidence; however, this observation is consistent with damage that may result from handling, procedural use, or other non-manufacturing-related factors. The reported event of ¿balloon loss of pressure¿ was observed through analysis of the returned device as a pinhole was noted on the balloon surface. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the split sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site characteristics, procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (although no damage was reported) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control venous device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control venous vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.